Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. High and low impedances noted throughout the lead trend data. Lead warning recorded on (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and noise. Therefore the ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.